Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. During the procedure, the surgeon used a sureform stapler 60 instrument (part #480460-06; lot #t10181219-0550) and successfully fired four green and two blue sureform stapler 60 reloads. All firings were completed. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was found to have a hematoma along a staple line. In relation to the hematoma, the patient reportedly had an estimated blood loss of 500-1000 cc and blood transfusions were administered. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was admitted to the ICU for 2 days due to bleeding on the staple line. During that time, the patient needed blood. The surgeon claimed that the stapler instrument had caused a hematoma. On 04/03/2019 intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from two isi clinical territory associates: one cta was present during the case which was not recorded on video. During the da vinci-assisted surgical procedure, no intra-operative complications were identified. There were also no reported malfunctions of the da vinci system, instruments, or accessories during the surgical procedure by the surgical staff. However, after the post-operative complication was identified, the surgeon believed the sureform stapler 60 instrument and/or reloads possibly contributed to the hematoma. Two blood transfusions were administered to the patient due to the post-operative hematoma. On 04/09/2019, one of the ctas provided the following additional information regarding the reported event: the surgeon inspected the staple line and no bleeding was observed. A scan was performed and no active bleeding was identified. However, a hematoma was found along the whole staple line. The estimated blood loss related to the hematoma was 500-1000 cc. As a result, the patient was admitted to the ICU and 2 blood transfusions were administered. The sureform stapler 60 instrument and reloads are not available for return to isi for evaluation. The patient is currently doing fine.